Event description:
An external organization recently reported that the airlife brand, revision 3, 36-23446, print version broselow rainbow tape contains incorrect dosing info in the calculation basis section: the vecuronium dose is listed as 0.1 mg/ml rather than the correct dose of 0.1 mg/kg, and the flumazenil dose is listed as 0.1 mg/kg rather than the correct dose of 0.01 mg/kg. Ismp recently published about this in the last msa newsletter, but reporting for documentation in case continued reporting is beneficial. Have also reported to FDA and will try to report to MFR, airlife and distributor, (B)(4), quality control issue from MFR. Sent out an sbar to all of pharmacy and all providers and nurses who may use a crash cart for a pediatric pt. We will mark out the errors and cover the labels (researching whether to use custom labels or standard ones), until products can be replaced with ones without errors. Ideally MFR will provide new products, but we know that if they do, it will still take months since this product was recently recalled and took months longer than anticipated to arrive and then months to replace in our over 250 crash carts throughout the institution.